Event description:
In 2000, a pt had the MFR's gastrostomy tube inserted using a "push" technique. The gastrostomy tube balloon was filled with radiopaque dye to assure placement. Hosp staff reported that the balloon became deflated and that this caused the tube to move from the stomach to the peritoneal cavity. Feeding material was found to be leaking into the peritoneum. The pt became septic and died in 2000.